Manufacturer narrative:
Continuation of d10: axium framing coil product ID fc-4-12-3d (lot 230926667); medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that two axium coils were observed with damage in the package. The patient was undergoing coil embolization surgery for treatment of an unruptured aneurysm. The aneurysm morphology, patient's blood flow, and vessel tortuosity were unknown/not available. After the fc-4-12-3d package was opened and an attempt was made to remove the coil, it was confirmed that the proximal portion of the pushwire was broken. The coil was replaced. After the apb-2-2-3d-es package was opened and the coil was about to be removed, it was confirmed that the proximal portion of the pushwire was broken. The coil was replaced. No patient symptoms or complications were associated with this event. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). There was no resistance during preparation or use. A continuous flush was not used during the procedure. The coils were not rearranged. : kinked/damage was also noted.